Event description:
The event occurred on an unspecified date and involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The reported stated that there was leakage of the device, at an unspecified location. There was unknown patient involvement; harm was not reported as a consequence of this event. No additional information is available.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.